Event description:
Litigation papers allege: on (B)(6) 2006, patient was implanted with a depuy asr hip on his left side. In (B)(6) 2008, patient had to undergo a revision surgery due to pain in his left hip. During the surgery, the surgeon found a golf-ball sized cyst and synovitis, indicating metallosis.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
(B)(4) 2012 - plaintiff¿s preliminary disclosure form was received, which identified dor and part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.